Event description:
It was reported that the patient was treated for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas, but evaluation has not yet been completed. No conclusions can be made at this time.